Event description:
It was reported that a pt experienced a post-op adverse reaction to screws that were implanted in 2008. The pt first noticed symptoms in early 2009. The dermatologist observed rashes on various parts of the pt's body. The pt was prescribed steroids to minimize the reaction. Allergy testing was scheduled for three months later. A smith & nephew implant (endo button) and two mtf (musculoskeletal transplant foundation) grafts (one semitendinosus tendon allograft and one anterior tibialis tendon allograft) were also utilized in the case. Follow-up with the reporter the following month, provided info that the pt cancelled the allergy testing appointment due to insurance coverage issues. He has not been back for follow-up since the initial visit and his response to the steroid treatment and/or current condition is unk. Follow-up with the surgeon's office has received no response to date. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device had not been explanted, therefore, it could not be returned for evaluation and the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Lot number was requested but not provided, therefore, device history record review could not be conducted. Based on the info provided, the most likely cause of this type of event is an adverse reaction of the pt to the material(s) implanted. Arthrex product dfu (directions for use) warns of a possible allergic reaction to the implant materials. Pt sensitivity should always be considered/ruled out prior to the procedure. However, the reaction may be unrelated to any arthrex product since other mfrs' devices were used concomitantly. The potential causes of this event are being communicated to the event reporter. If the device is received and/or additional relevant info is obtained, a follow up report will be submitted.